Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a low insulin alert occurred while the customer was sleeping. Reportedly, the customer changed the cartridge a couple of hours prior to the alert. The customer does not know if their blood glucose level was impacted. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
.